Event description:
It was reported that during a coronary artery stenting procedure, the stent was not on the balloon. The target lesion was located in the calcified and tortuous right coronary artery (rca). Another manufacturer's stent was placed in the distal rca. The veriflex stent was advanced into position in the rca, but was unable to be visualized on fluoroscopy. The stent delivery system was removed and the balloon was inflated outside the patient's body; however, no stent was present. The stent was unable to be located within the rca, the packaging or the procedure room. The site thinks that there was no stent on the catheter to begin with. The procedure was completed with another of the same device. No patient complications were reported at the patient status is fine.

Manufacturer narrative:
(B)(4) - the delivery device was received without the stent. An examination of the balloon found that the balloon had been inflated. There was a build up of solidified contrast media present inside the balloon. A clear impression was visible on the balloon material of where the stent had been crimped initially. It is clear that the balloon had been subjected to positive pressure (evident with the contrast media inside the balloon). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)